Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a renegade hi-flo microcatheter in the carrier tube (hoop). An attempt was made to remove the device from the hoop, but there was resistance. The hoop was flushed and the device was able to be removed with no difficulties. A microscopic examination and tactile inspection revealed the outer shaft was separated 7mm from the distal end of the strain relief. There was 26cm of the inner shaft that was stretched after the separation. The shaft was kinked 2mm past the distal separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that catheter separation occurred. A 135/10 renegade hi-flo kit was selected for use. During preparation, the device was noted to be stuck in the protective housing and had separated when the technician withdrew the device. The procedure was completed with another of the same device. No patient complications were reported.